Manufacturer narrative:
After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "power going to diode, but diode does not emit power".